Manufacturer narrative:
H10: updated.

Event description:
It was reported via mandatory medsun#: (B)(4) that the quad fluid deliver line was leaking at 2nd bifurcation joint. There was patient involvement but no reported patient harm.

Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.